Event description:
It was reported that a versacross connect access solution for faradrive was selected for use during a farapulse procedure. During the procedure, the physician reported that it was difficult to open the package of versacross rf wire. Upon opening it, the rf wire fell out of the packaging, out of the sterile field, on the floor. Hence, a new versacross kit was opened to use the rf wire, and the procedure was completed successfully. No patient complications were reported. The product is not returning for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.